Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 550cc mentor cpx 4 breast tissue expanders and experienced deflation on an unspecified side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.

Manufacturer narrative:
Additional information: on march 11, 2021, mentor became aware of the patient's date of birth, that the patient underwent breast reconstruction and the deflation was on the right side. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On january 13, 2021, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear on the posterior view measuring approximately 0.5 cm. Microscopic examination was performed and the cause of the deflation could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).